Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was found cracked upon waking, after which the user could not navigate away from the active screen to announce a meal and subsequently disconnected and transitioned to multiple daily injections; the device was deemed nonfunctional and not watertight, and a replacement was arranged. Symptoms included hyperglycemia with a reported maximum blood glucose of 371 mg/dl. Outcomes included temporary elevated glucose levels outside target for approximately 1.5 hours without professional medical intervention. Investigation included collection of event details, device serial information, and guidance to shut down the device and return it. Investigation of this device revealed a cracked display and loss of user interface function consistent with physical damage to the touchscreen assembly, resulting in inability to operate therapy features. It was concluded, based on previously established findings for similar reports, that the cause was damage to the device display leading to loss of functionality.